Event description:
Summary: university medical center (las vegas, nv) reported a potential false negative enterococcus faecalis result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Patient care was not affected due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the discrepant result on the biofire bcid2 panel was due to a pouch anomaly.

Manufacturer narrative:
Investigation: the patient was a 62-year-old female. On (B)(6) 2023, a patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. Gram positive cocci in pairs and chains were observed on gram stain. E. Faecalis was identified from culture via the bruker maldi method. The customer stated e. Faecalis was also identified in urine culture the same day. On (B)(6) 2023, a biofire bcid2 panel test was repeated. The biofire bcid2 panel reported e. Faecalis as detected. The customer reported that the patient was not harmed due to the biofire bcid2 panel result. No serious injury or death occurred. The patient had a final diagnosis of complicated urinary tract infection. The patient also had metastasis from cancer of the uterus. Quality control (qc) records for biofire bcid2 panel pouch lot# 2wbt23 (kit lot# 1541123) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6) ) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false-negative e. Faecalis result on the biofire bcid2 panel was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, the e. Faecalis assay has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 27. Biofire bcid2 panel clinical performance summary, enterococcus spp. Of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048), the performance claim for e. Faecalis compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 95.3% (95% ci 84.5-98.7%) and an overall specificity of 99.9% (95% ci 99.6-100%). Archived testing was not performed for e. Faecalis or e. Faecium. E. Faecalis was detected in both false negative specimens using an additional molecular method. The single false positive specimen was negative for e. Faecalis when tested with additional molecular methods.